Manufacturer narrative:
Product event summary:the full lead was returned and analyzed.there was blood on the distal conductor of the lead and it was obstructed.the analyst also noted: stylet insertion test result was failed due to dried blood obstruction in distal conductor.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant the physician was unable to progress the wire in the lead. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.